Manufacturer narrative:
A philips technical consultant (tc) performed a clinical logs file review and system showed the alarm being triggered on stated date and time on the reported bed. The tc performed a test using a simulator, and the issue could not be duplicated; the system was working as intended. The system was returned to use. Based on this information, there does not appear to be a device malfunction which caused or contributed to harm. The reason for the reported delay in care may have been use related; however, the cause remains unknown. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that there was a desaturation event in which spo2 dropped below 45% with no alarm. At the time of the initial report, there was insufficient information to determine how long the desaturation event lasted, what intervention was performed, and the outcome for the patient. The device was in clinical use at the time the issue was discovered. There was no adverse event or harm reported.